Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer number: 1627487-2022-03015; 3006705815-2022-14998. It was reported the patient ipg has been inoperable since 2017. In turn, the physician reported patient suffered a fall at some causing the leads to have high impedance on 14 contacts. As a result, the entire scs system was explanted. Additional surgery may occur later. During the same the procedure it was reported the patient experience ipg flipped in the pocket. This related event is being reported in manufacturer reference number: 1627487-2022-03483.